Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: vessel locator wings collapsed. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after advancing the thumb advancer, the vessel locator wings collapsed. The device was pulled out of the pt's anatomy and hemostasis was achieved using manual compression. There were no adverse pt effects. Though requested, no additional info was available.